Event description:
Customer called to report motor error alarm and over delivery of insulin. The current blood glucose reading is 58 mg/dl. Customer has treated with food. Customer was hospitalized due to high blood glucose. The blood glucose during the event was 606 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was programmed with several boluses and monitored. The insulin pump calculated the additional bolus deliveries and were verified in the daily total screen. The insulin pump then programmed with multiple basal profiles and monitors. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No daily total anomaly, basal anomaly or bolus anomaly noted. The insulin pump passed the displacement test, self test, error and basic occlusion test. All operating currents are within specification. Off no power alarm noted. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. The insulin pump had a scratched display window and cracked battery tube threads.